Event description:
It was reported that the customer experienced high blood glucose in the range of 500 to 599 mg/dl. At the time of this report, customer's blood glucose was 490 mg/dl. Her symptoms included nausea and loss of bladder control. Troubleshooting was performed with customer's insulin pump. The drive support cap appeared normal. No air bubbles were found. Customer stated the insulin pump had gone through a computerized tomography scan and x-ray. The displacement test was performed and passed. Programming was found to be accurate. It was found that the customer had received a no delivery alarm. High pressure test was performed and passed the second time. Customer stated no delivery alarm had been resolved by complete set change. At this point, customer's blood glucose was 570 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.